Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger problem) has been confirmed. Upon investigation, there was liquid contamination on the bedside pca. The cause for the failure was isolated to the contaminated bedside pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported a battery charger problem.